Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that in (B)(6) 2020, he had bleeding from the area immediately around the stoma but not from the stoma itself. Reportedly, the patient had to visit hospital twice due to bleeding events. He had to be transported to the hospital by ambulance as his pouch was full of blood. The doctor cauterized the area. During one of these visits his blood count was 7 (units not provided). The end user was given 1 unit of blood. The wife stated that the bleeding was from around the stoma. However, she wondered if end user had a puncture type wound from the wafer. They used a wafer stoma cutter but she stated the stoma size fluctuated from 32-38mm in size. Reportedly, the wife had not seen any puncture wounds on the stoma. The end user continued to use the product. No photo is available at this time.